Manufacturer narrative:
(B) (4) prod: yes. On (B) (6) 2008, the pt is feeling better today but she is not eating well. Per (B) (6), this is expected after a traumatic incident. She passed the brush head last night. Comment: this is only the second reported incident of a sonicare brand brush head broke off and was swallowed (no choking reported). The previous report was in 2002. There is no indication or trend that like prod would required to be investigated.

Event description:
On (B) (6) 2008 spoke with /(B) (6) he is calling for his wife who is disabled; (she) has many medical problems but lives at home. She is cared for at home by her husband and nurse caretaker. (B) (6) brushes the pt's teeth 1 to 2 times pt day. Once a day, he brushes very well for 2 plus minutes. He needs to brush her teeth for her. Last night she bit off the brush head and left a jagged pc (piece) (one row of bristles).